Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2015, the patient underwent a trial procedure. During the procedure, the doctor was unable to implant the lead intended for use due to the patient's anatomy. As a result, the procedure was abandoned.